Event description:
The customer called for help with his meter. He alleged that he performed a control test and received a result of 185 mg/dl. The normal control range was 92-125 mg/dl. No adverse events were alleged. The customer declined to troubleshoot further. He ended the call before any info could be gathered. No product will be returned for evaluation.

Manufacturer narrative:
The customer did not provide a meter serial number, so it was not possible to determine a manufacture date.